Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump kept alarming with an unexpected hall sensor motor error. The patient's blood glucose at the time of incident was 17 mmol/l. Troubleshooting was initiated and the customer confirmed the occurrence of several different pump error alarms. Additionally, the customer was unable to rewind the insulin pump. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and unable to download due to moisture damage on the electronic assembly also, moisture damage was found on the battery tube, vibrator and motor assembly noted. Unable to verify hall sensor alarm in the insulin pump history due to the insulin pump was cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.